Event description:
While ventilating a (B)(6) female patient - an o2 inlet low alarm appeared and was audible. The vent was being supplemented with oxygen from a portable "d" tank at the time. The vent settings were as follows: ac-volume; rate 20; tv 500; peep +5; and fio2 50%. Upon arrival to the receiving facility, the above alarm appeared - the patient became anxious, desaturated and turned dusky. The paramedics disconnected her from the ventilator within minutes and began assisting her respirations with a bag valve mask and high flow oxygen until she recovered. The patient was then placed on the receiving facility's ventilator and was to date reportedly doing fine.